Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having the following symptoms stuffiness, mild abdominal pain and sporadic vomiting. On (B)(6) 2024 the physician performed an x-ray confirming the balloon was hyperinflated. On (B)(6) 2024, the physician performed and endoscopy procedure and explanted the balloon due to hyperinflation and while removing the balloon the esophagus received a mild laceration. New balloon implantation is postponed for recovery of the laceration. The patient sustained a mild laceration of the esophagus. They patient is recovering at home without hospital stay.

Manufacturer narrative:
Device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having the following symptoms stuffiness, mild abdominal pain and sporadic vomiting. On (B)(6) 2024 the physician performed an x-ray confirming the balloon was hyperinflated. On (B)(6) 2024, the physician performed and endoscopy procedure and explanted the balloon due to hyperinflation. While removing the balloon, the esophagus received a mild laceration and is recovering at home without hospital stay. The new balloon implantation is postponed to allow for the recovery of the laceration.

Manufacturer narrative:
Block h11: the device was returned for analysis. During the visual analysis it was noted the balloon was received deflated, with a large hole that rolls inward, without the fill tube and it was found fungus all over the balloon. Additionally, the balloon was found colored, most likely with methylene blue. Due to the large hole no physical analysis of the product could be performed. Based on the photos provided, it observed that there is fungus inside the balloon. With all the available information, boston scientific concludes that balloon spontaneous inflation can be confirmed. During the visual analysis it was noted the balloon was received deflated, with a large hole that rolls inward, without the fill tube and it was found fungus all over the balloon. Additionally, the balloon was found colored, most likely with methylene blue. Due to the large hole no physical analysis of the product could be performed. However, based on the media review, it appears that the balloon is inflated. Therefore, the reported balloon spontaneous inflation was able to be confirmed. The reported balloon spontaneous inflation, pain and vomiting are known adverse event associated with this device as indicated in the device instructions for use (IFU). Based on the available information, the most probable root cause of the reported events is known inherent risk of device. A labeling review was performed using the IFU. It was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, vomiting and pain, abdominal. Additionally, the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging.

Manufacturer narrative:
Additional information the device was not returned to boston scientific corporation, although photos were received, and a media analysis was performed, and it was confirmed that the balloon was hyperinflated with fungus inside the balloon. During the explanation of the balloon a mild laceration of the esophagus occurred. A new balloon was not implanted to give the patient time to recover but was rescheduled 60 days after the explant procedure. During the review of the IFU the following symptoms balloon spontaneous inflation, vomiting and abdominal pain. These adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having the following symptoms stuffiness, mild abdominal pain and sporadic vomiting. On (B)(6) 2024 the physician performed an x-ray confirming the balloon was hyperinflated. On (B)(6) 2024, the physician performed and endoscopy procedure and explanted the balloon due to hyperinflation and while removing the balloon the esophagus received a mild laceration. New balloon implantation is postponed for recovery of the laceration. The patient sustained a mild laceration of the esophagus. They patient is recovering at home without hospital stay.